Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-05068. The patient had 2 model 3186 scs leads. It is unknown which lead is related to this issue; therefore, both are being reported. It was reported the patient was receiving ineffective stimulation. Diagnostics revealed high impedance values for one of the scs leads. As a result, both scs leads were explanted and replaced with a different model. The issue resolved following the surgical intervention.